Event description:
Per the clinic, the patient developed an infection subsequent to sustaining a laceration at the implant site. IV antibiotics were administered (type and duration not reported), however; the issue could not be resolved. The device was explanted on (B)(6) 2015. Re-implantation is planned, however has yet to take place as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
The report is filed october 1, 2015.